Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to confirm low battery alert due to keypad unresponsive. No frozen screen and no ramping numbers noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted. (B)(4).

Event description:
Customer reported via phone call to have changed battery due to a low battery alert. Customer states that numbers began to scroll on display screen when attempting to bolus and then received a button error alarm. Customer's blood glucose was 178 mg/dl. Customer was not able to clear alarm due to insulin pump freezing and buttons not responding. Customer was advised that insulin pump would need to be replaced.